Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red and bumpy rash under the lifevest. The patient was prescribed mupirocin ointment from his physician. Follow-up indicated that the irritation would clear when the patient used the ointment and removed the device, but would return if the patient put the device back on.